Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to sui, rectocele and cystocele with a prolapse. It was reported that following insertion the patient experienced pain, extrusion, urinary/bowel problems, recurrence, dyspareunia and vaginal scarring. It was reported that patient underwent mesh revision on (B)(6) 2012 due to mesh failure with exposure. It was reported that patient underwent resection anterior vaginal mesh, posterior colporrhaphy and perineoplasty on (B)(6) 2013 due to mesh failure, severe pain, dyspareunia, rectocele. No additional information was provided. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.